Event description:
It was reported that dextrose 5% in water (d5w) bag ran dry, and the air in the tubing went past the air-in-line sensor. There was patient involvement but no harm.

Manufacturer narrative:
Omit: concomitant med prod data. Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that dextrose d5w bag ran dry and the air went past the chamber and almost reached the patient. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes, remedial action required, remedial action #. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that dextrose 5% in water (d5w) bag ran dry, and the air in the tubing went past the air-in-line sensor. There was patient involvement but no harm.